Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly to moderately calcified internal carotid artery. An 8.0-21 carotid wallstent self-expanding stent and filterwire ez were selected for use. The setup and opening were performed per the instructions for use (IFU). During the procedure, the stent was delivered together with the filterwire. However, after the stent was placed, resistance was felt and the delivery system became stuck with the guidewire and could not be removed. Both devices were successfully retrieved and retracted together into the guide sheath. The entire system was then removed, and the procedure was completed with this stent. Upon inspection, it was noted that the proximal side of the filterwire was kinked as it was pulled with strong force. There were no patient complications as a result of this event.

Manufacturer narrative:
Added d4: lot number corrected a2: unit of measure - age from month(s) to year(s). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: boston scientific concludes the most probable root cause as cause not established. It was reported that catheter entrapment occurred. The device was not returned for evaluation. Without technical evaluation of a returned device, a root cause cannot be determined. There is no evidence from the manufacturing review to indicate that the device malfunctioned because of a process related defect.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly to moderately calcified internal carotid artery. An 8.0-21 carotid wallstent self-expanding stent and filterwire ez were selected for use. The setup and opening were performed per the instructions for use (IFU). During the procedure, the stent was delivered together with the filterwire. However, after the stent was placed, resistance was felt and the delivery system became stuck with the guidewire and could not be removed. Both devices were successfully retrieved and retracted together into the guide sheath. The entire system was then removed, and the procedure was completed with this stent. Upon inspection, it was noted that the proximal side of the filterwire was kinked as it was pulled with strong force. There were no patient complications as a result of this event.